Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Surgeon does not consider this to be a device problem.

Event description:
It was reported that patient underwent a revision of right tibial nail to another trigen meta nail due to non union tibial fracture. Nail and 3 distal screws were revised.